Manufacturer narrative:
(B)(4) the device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2015, patient was started on duopa therapy. It was reported that around the first week of (B)(6) 2018, the patient was hospitalized due to a complication with peg tube. The nurse reported that the gastric port of peg tube eroded into the wall of the abdomen. The peg tube was removed and patient's family had decided for patient not to have another peg tube placed due to advanced parkinson's disease. On (B)(6) 2018, the patient passed away in the hospital. Though requested no additional information was provided regarding cause of death.